Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer's complaint was undetermined due data does not reflect the full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. At 4:30 cst, the patient was walking with group of teenagers and 2 adults when she moaned and then experienced seizures and convulsion due to hypoglycemia. They were unable to get any fingerstick reading at that time. One of the adults who accompanied the patient called the paramedics. When the paramedics arrived, they took a bg reading which was 100 mg/dl and the cgm reading was 200 mg/dl (no documentation if previously treatment was administered). After about 15 minutes, another blood glucose reading was taken which was 60 mg/dl and the cgm reading was 50 mg/dl. The paramedics took the patient to the hospital. When the patient regained consciousness, they called her parent at 4:50 pm cst. The patient was treated with intravenous (IV) fluids. And the patient´s condition was stable, the bg reading was 265 mg/dl. At the time of the report, the patient was still at the hospital (after 5 hours). Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. When the paramedics arrived, the reported glucose values fall within the c zone of the parkes error grid. After 15 min, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.